Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The patient infection allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The dates for b3 and d6b were approximated based on available information. As stated in the event description, the implant was removed in (B)(6) 2024 due to infection; therefore, (B)(6) 2024 was entered accordingly.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection, which led to the removal of the device in (B)(6) 2024. There were no device malfunctions reported. A surgical procedure was performed in which the device was explanted. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The dates for b3 and d6b were approximated based on available information that the implant was removed in (B)(6) 2024; therefore, (B)(6) 2024 was entered accordingly. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of infection is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection, which led to the removal of the device. There were no further patient complications reported.